Manufacturer narrative:
Product ID: 3888-28, lot# l52176, product type: lead. (B)(4).

Event description:
The patient reported losing stimulation immediately after stepping over an electric fence. She did not touch it, just stepped over it. After she stepped across the fence, she took a few steps and knew something was not right. As she arched her back, it caused the stimulation to go up. It did not shock her but it killed her implantable neurostimulator (ins) battery. The ins was not that old at that time. The patient programmer (pp) had a 9 volt battery in it and only the light was on on the pp, even after trying several fresh 9 volts. Troubleshooting was performed with no change. The patient was referred to the doctors to check the internal system via a clinician programmer (cp) and for reprogramming if programmed settings were lost after the high electromagnetic interference (emi) exposure. The healthcare provider (hcp) and manufacturing representative (rep) were really surprised that it happened. She used it at a higher rate and it did not take a lot of movement out of her to be able to feel it. It was noted to have happened only one time and the ins was replaced. The patient's relevant medical history includes spinal pain.